Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable elecsys hcg + beta test system (bhcg) result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial bhcg result was 1189 miu/ml with a data flag. The initial was reported outside of the laboratory to the patient, but the patient questioned the result. On (B)(6) 2019, the same patient sample was retested on the same analyzer with a bhcg result of 2657 miu/ml. The bhcg result from (B)(6) 2019 was deemed to be correct. There was no allegation of an adverse event. The bhcg reagent lot was 329446 with an expiration date of sep-2019. Qc data was acceptable and a reagent issue is unlikely. The investigation did not identify a product problem. The cause of the event could not be determined.